Event description:
Reporter indicated that a handheld computer freezes following interrogation. Troubleshooting was reported to be unable in resolving the issue. Good faith attempts for return of the device have been unsuccessful to date.